Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient called the nurse into room and stated that she felt a pop in her bladder. Upon removal, inspection of the balloon revealed that there was a piece of the balloon missing. The conclusion was that it had popped inside the patient and the missing piece of the balloon was assumed to have remained inside the patient¿s bladder.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/exposure to petrolatum based products/mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. To deflate catheter balloon: gently insert a luer slip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact and adequately trained professional for assistance, as directed by hospital protocol. Should the balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient."

Event description:
It was reported that the patient called the nurse into room and stated that she felt a pop in her bladder. Upon removal, inspection of the balloon revealed that there was a piece of the balloon missing. The conclusion was that it had popped inside the patient and the missing piece of the balloon was assumed to have remained inside the patient¿s bladder.